Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, and the user did not describe any type of use error that might have caused air in the patient line.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The caregiver(cg) stated there was some air in the patient line. The technical service representative(tsr) advised the cg to start over with new supplies. The tsr assisted the cg to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.